Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was detached near the lapjoint section. Impedance testing showed an electrical open distal wave form. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray analysis, no discernible defect could be seen. Transducer impedance testing showed no rh peak signal (0 ohms) which suggests that the device is no longer effective at receiving and transmitting acoustic energy at the working frequencies. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that visualization issues occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion but during pullback, the screen became dark and nothing was displayed. The device was removed and the procedure completed with another of the same device. There was no patient injury. However, device analysis revealed imaging window detachment.